Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 450 mg/dl. The customer stated that the motor cap was loose. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.